Event description:
Pre-operative diagnosis ventricular tachycardia, with evidence of defibrillator system malfunction. The pt was taken to the cardiac cath lab. After incising the pocket, the device was removed from the pocket. Episodes of intermittent loss of pacing as well as oversensing was reinitiated with the lead attached to the device. The device was then detached from the leads and again manipulation of the lead was able to reproduce the oversensing problem. Therefore the problem was isolated to the lead. No visual abnormality of the lead could be discovered to explain this.